Event description:
It was reported that the device associated with this right ventricular (rv) lead performed two lead safety switches due to out of range pacing impedance measurements of greater than 3000 ohms. At this point there ls no information suggesting that a lead revision has been performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).